Manufacturer narrative:
(B)(4). Foreign: (B)(6). Study: (B)(6). Information was received via a clinical study. Attempts were made to obtain additional information but were unsuccessful. Below are the results of the investigation: no product was returned or pictures provided; visual and dimensional evaluations could not be performed. Part and lot identification are necessary for review of device history records, neither were provided. This device is used for treatment. Insufficient information provided. Unable to perform a compatibility check. Complaint history review cannot be performed without product identification. Medical records were not provided. A definitive root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event. This complaint cannot be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Reference: MFR report #: 0001822565 - 2021 - 00769. Product information unknown.

Event description:
A journal article was retrieved from clinics in orthopedic surgery (2020) that reported a study from india that looked at the kinematics of a medial pivoy total knee compared to a posterior-stabilized total knee. The purpose of the study was to compare patient-reported outcomes, function, and performance in patients undergoing tka using a mp knee (advance, wright medical technology) or a ps knee (nexgen legacy, zimmer) by using new knee society score (new kss), forgotten joint score (fjs), and delaware osteoarthritis profile score (dops). The study reported one patient experienced stiffness requiring a manipulation under anesthesia.